Event description:
It was reported, the customer had fluctuating blood glucose. Customer also reported experiencing a high blood glucose of 332 mg/dl. The customer had treated their blood glucose with a bolus. Customer also stated they did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer's time and date were incorrect on their insulin pump. Customer was assisted with correcting their time and date. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.